Event description:
It was reported that the superior vena cava (svc) impedance on the right ventricular (rv) lead suddenly increased and was high and triggered a lead warning. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was also reported that the lead was fractured and there was noise on electrograms (egm). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary:the full lead was returned in segments, analyzed and distal lead conductor fracture found. It was noted that the superior vena cava (svc) coil was exposed and fractured.